Manufacturer narrative:
Unit received with broken off reservoir tube lip. Unit received with missing reservoir tube lip o-ring and end cap sticker. Unit received with cracked case at display window corners, reservoir tube window, reservoir tube window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 215mg/dl at the time of the incident. Customer stated that the top rim of the reservoir compartment has detached and that the reservoir could not be locked in place. The customer stated they noticed that their blood glucose was elevated and then noticed the damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.